Event description:
Self delivery of one pca bolus dose reported. The pump had been set to infuse meperidine 10mg/ml, 10mg pca dose with a pt lockout of 6 min and a 4 hr limit of 200mg. The pt had not required pain medication for awhile and requested that the infusion be discontinued. While discontinuing the infusion, the nusre reports that one pca dose delivered on its own without the pt or the nurse activating the bolus cord. The pt did not experience any adverse effects. There was no indication of self delivery before this time; the pt did not recall the number of pca requests that she had made in the prior shifts to compare with the documented number of deliveries. No add'l info was available.